Manufacturer narrative:
No patient present. Device manufacture date not available at the time of this report. Device not yet returned to the manufacturer.

Event description:
A medtronic representative reported damaged external camera cable with exposed wires. No patient involved.